Event description:
It was reported that during common iliac stenting, the stent delivery system froze on the guide wire. The 90% stenosed, de novo and heavily calcified lesion was located in the non-tortuous common iliac. Vascular access was gained through the left common femoral via ipsolateral approach. The lesion was pre-dilated using the ultra-thin diamond 6 mm x 4 cm x 75 cm balloon catheter to 10 atms. Upon attempting to introduce the sentinol 8 mm x 60 mm x 135 cm self-expanding nitinol biliary stent system over another MFR's 0.035" guide wire, significant resistance was encountered. The stent delivery system and the guide wire got stuck together and the stent could not be deployed. The procedure was completed with another of same device and the angiographic results were rated as excellent. No pt complications or injuries were reported. The pt's status was reported as "stable."